Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 105 units for several days, before decreasing to 80 units. Reportedly, the customer's blood glucose level ranged from the 200-300 (mg/dl). To address the bg level, the customer delivered a correction bolus with the pump. Then, the customer experienced a low bg level of 60 mg/dl. To treat the low bg level, the customer consumed soda.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made multiple bolus requests without entering current bg levels and still having insulin on board (iob) on (B)(6) 2017 and (B)(6) 2017. Basal rate is adjusted between 2.2 u/hr and 3.1 u/hr throughout the day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.